Event description:
It was reported the customer had a needle housing break before inserting their sensor. The customer stated their sensor was damaged. Customer's blood glucose was 230 mg/dl. The customer also reported the needle housing broke inside of the serter. The customer stated they did not insert the sensor into their body. It was also found the sensor cannula was intact upon examination of the sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.